Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU precautions "ensure gastrointestinal lumen is not distended because hemospray adds volume in excess of insufflation volumes during procedure. Closely monitor bowel distension and balance insufflation and hemospray volumes as necessary." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure for a polyp removal, the physician used a cook hemospray endoscopic hemostat. It was reported that when using the hemospray, minimal powder exited the catheter, but excessive co2 blew into the stomach which overdistended the stomach and ripped up previously placed clips, causing bleeding and additional procedure. The physician stated it took an hour to repair the damage.